Event description:
The pt rec'd her scs system on (B)(6) 2009. It was reported, the pt was unable to charge the ipg eight days post-implant. Eval of the pt found, the ipg had flipped within the ipg implant pocket. According to the MFR's device registration system, the ipg remains in use. No add'l info was available.

Manufacturer narrative:
Eval: method: the device history and sterilization records were reviewed. Results: the device history and sterilization records reviewed were found to meet specifications and no anomalies were found. Conclusion: the cause of the reported complaint could not be determined from the review of the DHR and sterilization records. (B)(4). Ans has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Ans defers to the pt's physician regarding medical history.